Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, lot# va0wp3q047, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported she had been experiencing a horrific jolt when moving, resulting in pain in her side. The patient noted it started occurring after a reprogramming with the representative. The representative said it was due to the implantable neurostimulator (ins) not being in the right place. The patient turned the device off. The therapy was not adequate. The representative later reported that he will be meeting the patient on september 10 with the nurse. The patient wanted to try reprogramming and if not helping, she will talk to a medical staff about a next step. The patient met with a physician assistant on (B)(6) who told her there was nothing they could do to help her. The patient was not satisfied with that response. The representative later reported he met the patient and she was feeling much better. They changed her programming and it was covering the area she wanted covered, which was her hip. The patient was no longer getting any feeling from the stimulator where she didn't want to feel it so as of now she was going to try this programming for a week or maybe longer. She was going to call the doctor's office if anything changes. The patient basically left the meeting feeling it was resolved. The indication for use was spinal pain. If additional information is received, a follow up report will be sent.